Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The pt enrolled in the study in 2008. The pt had a lesion in the bifurcation of the right common carotid artery. The lesion was eccentric, severely calcified and mildly tortuous with 95% stenosis. The reference vessel diameter was 1 mm and the lesion was 50mm. An angioguard was placed in the pt followed by the implantation of a precise pro stent. There were no complications documented during the procedure. It was noted that the patient's medications pre and intra procedure included aspirin and clopidogrel. Two days later, the pt experienced a non q-wave myocardial infarction. The pt was discharged on eight days later, on aspirin and clopidogrel with no additional treatment for the myocardial infarction. It was noted that the pt had a lot of coronary issues and severe coronary disease, and it was indicated that this was the cause of the myocardial infarction the pt experienced. It was also stated that the pt did not have any stents implanted in the coronaries.